Manufacturer narrative:
Investigation of this complaint is currently in progress. The sample associated to this complaint is not available for evaluation.

Event description:
On 11/06/2006. Nellcor puritan bennett received a report of a pilot line disconnection from a tube sct specialized tracheostomy tube. The caller reported taht the pilot line disconnected from the tracheostomy tube while in a patient. The caller reported that the patient had to be re-intubated.